Manufacturer narrative:
Philips service replaced the host pc and os disk and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a blue screen appeared after power on due to host pc and os disk issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.